Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The cause for failure was isolated to an electrical short in the ecgs. The root cause for the shorted cables could not be positively identified. No adverse event resulted from the damaged belt.